Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a vessel dissection and balloon burst occurred. Vascular access site was obtained via femoral artery. The 95% stenosed, eccentric, de novo, 22mm long with vessel diameter of 3mm target lesion was located in the moderately tortuous ans severely calcified mid obtuse marginal artery. The lesion was noted to have a significant bend <=45. After failed attempts to pre-dilate the lesion with a 1.0x10 and 1.0x5 non-bsc balloon, a 1.50mm x 15mm maverick² balloon catheter was then used for pre-dilatation. During the third inflation, the maverick balloon ruptured at 18 atmospheres and the device seemed to cause a type 1 vessel dissection in the target lesion. Both of the non-bsc balloons used also ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.